Event description:
While trying to remove an x-lif cage during an xlif procedure, the surgeon had an instrument break on him. The tip broke off. Instrument owned by (B)(4), (loaner). Instrument: xlif pituitary medium 6940430, fd5079226. All pieces retrieved, sequestered. No harm.